Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation as both of the patient's leads had stopped working. Both leads were showing high impedances over 10,000 which were indicative of some kind of connection error. The physician suspected there may have been a connection error, possible with the splitters. The physician suspected that may have been the issue since this was a large patient and she was pro-active so it may have been the splitter. The patient underwent a revision procedure wherein the leads and splitters were replaced. The patient was reportedly doing well postoperatively.